Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the deflectable videoscope had screen blacked out when angled. The event was found during preparation for use. The procedure performed was diagnostic and was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it has been confirmed with the nondestructive inspection (transparent image) that the image sensor cable was kinked. Therefore, it is likely that the output signal cable was disconnected and short-circuited due to the image sensor cable kinked, causing the image to disappear during the angulation control knob operation. We confirmed scratches and damage on the glue portion of a-rubber. Therefore, it is likely that the kink of the image sensor cable was caused since strongly external load, due to unexpected stress such as inserting at a tilt to the trocar, and excessively twisting and bending, was applied to the cable. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.